Event description:
Additional information was received from the patient representative. They reported that patient had an MRI and the MRI facility put the implant into MRI mode. Caller stated they did everything they were supposed, but it ended up burning them badly during the MRI. They caller requested their replacement information. Agent provided tech services number and placed the caller on hold to attempt to find further information regarding the replaced implant and what went wrong with it. However the caller disconnected the call before agent could find details and was going to transfer the caller to device registration, but then the caller disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient's implant was replaced 2 weeks ago because the battery was fried during an MRI in (B)(6). Caller stated that they were supposed to meet with a representative today to turn the implant back on, but no one showed up. Caller added that they drove an hour and a half for this appointment, and now the implant is still not turned on. Caller left a message for the rep they were supposed to meet. Agent sent message to the field on caller's behalf.